Event description:
Arterial line in left wrist was being drawn off to get air out of tubing. The arterial line was being flushed and port sprayed blood out onto patient, the bed and the nurse's uniform, face and left eye. Gloves were worn and blood cleaned from face immediately, and hands washed. Supervisor informed.